Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized secondary to an episode of syncope. Upon arrival at the hospital, the ICD was pacing at a rate of 30 ppm; the device was programmed to a rate of 70 ppm. When interrogation of the device was attempted, it was unsuccessful. Consequently, the patient had to be externally paced.